Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, yellow particles, deformation and weight to the spec. Crease/wrinkling are seen in the device, but are not considered defective because the device was explanted cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "irregularity of the contour of the right implant" this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "patient experienced inflammation," area of lobulation/folding of the prosthesis," pain, and "prosthesis rotated 180 degrees." Device has been explanted.